Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device was attempted but not used during the implant procedure. The implantable cardioverter defibrillator (ICD) set screw would not loosen to allow lead connection. The device was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned. Analysis was performed and no anomalies were found. It was noted that the returned device indicated a missing set screw. The set screw was found in the connector bore.